Event description:
On 11/01/2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On 11/02/06 the medical affairs specialist (mas) spoke iwth the pt to obtain and verify info. The mas also reviewed the recorded telephone call. On 10/31/06 at 11:00 pm the pt obtained the blood glucose reading of 190 mg/dl on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt administered self-care by taking 30 units lantus insulin. The pt took five units more of the lantus insulin than his usual dose of 25 units, based on the meter reading. On 11/01/06 at 1:30 am the pt woke up and was experiencing the symptoms of 'fuzzy' vision, feeling cold, pain in his calves and inability to sleep. The pt tested his blood glucose level and obtained the reading of 46 mg/ld. The pt then ate icing and candy, and felt better afterwards. He did not test his blood glucose level after consuming the food. The pt did not seek medical attention. The pt takes 25 units lantus insulin at bedtime, however, if his blood glucose reading is approixmately 100 mg/dl, he will not take the lantus. The pt also takes humalog insulin on a sliding scale with meals. The pt tests his blood glucose level 8 to 10 times per day. The pt has no backup meter. On the day of the event, 10/31/06, the pt had obtained pre-dinner meter readings of 115 mg/dl and 105 mg/dl. The pt's expected pre-meal blood glucose levels range from 120 mg/dl to 140 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. The meter, test strips and control solution were replaced. The pt experienced hypoglycemia symtpoms following an increased dose of insulin based on the meter reading. The pt self-treated with food to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.